Event description:
Customer reported that a nurse was taking off a pt off the prisma machine. When the machine was automatically unloading blood appeared to come out of the diaphragm behind the access pressure sensor at the bottom of the kidney. The set began running at 10:00 am and the incident occured at 17:30. Product is not available for return.